Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive maryland bipolar forceps (mbf) instrument to perform failure analysis. The mbf instrument was analyzed and the complaint regarding the instrument arcing was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The instrument was found to have charring and localized melting on the bipolar yaw pulley. Arcing was observed when the instrument was placed on an in-house system. Review of the provided image was consistent with the alleged complaint of the instrument arcing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the maryland bipolar forceps (mbf) instrument arced. The procedure was completed with a backup instrument. There were no reports of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the maryland bipolar forceps instrument arced, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation. A site history review was performed and found a related complaint under patient identifier (B)(6)., in which another maryland bipolar forceps had a similar issue during the same procedure.